Event description:
Physician called to report a hospitalization due to high blood glucose. Customer experienced nausea and vomiting for five days. The current blood glucose reading is 460 mg/dl. Diagnosed diabetic ketoacidosis. Hospital is treating with IV drip of insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.